Event description:
The customer contacted spacelabs technical support to report that two telemetry beds were going offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer was advised by a spacelabs healthcare technical support representative to reach out to their internal biomed team to check network and telemetry signals. In a follow up call with the customer, the customer confirmed that the issue was resolved by their biomed, however details regarding what was done or what the cause of failure was not provided. Cause of failure is unknown due to lack of details provided by the customer. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.